Event description:
Customer reported that they rec'd an error 3 when inserting a test strip into their freestyle flash blood glucose monitor. Although this error was not confirmed during product testing, it was identified that the unit of measurement could be changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Meter is unlocked to mg/dl. Connected meter to pc, and downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were not found in glucose log. No errors were observed. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.